Event description:
Healthcare professional reported a "breast implant complaint" and later confirmed rupture. The device status and affected side are unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.